Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The smart contact assembly and associated flex cable were replaced. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker further evaluated the removed smart contact assembly and determined that the cause of the reported issue was due to worn battery contact blades.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.